Manufacturer narrative:
Height adjustment rack.

Event description:
It was reported by service report that the cot dropped by itself due to bent height adjustment racks. There was pt involvement; however, no adverse consequences were reported.